Event description:
It was reported that during an l4 ¿ l5 posterior lumbar interbody fusion (plif) using the matrix minimally invasive spine (mis) set, the surgeon had the left side screws and rod in place and the cap in left l4 in place. He had difficulty inserting the left l5 cap and getting it to seat properly. He took off the cap guide and the tissue retractor came off the screw. Surgeon tried to use an open driver to finish torquing the left l5 cap, but the l5 cap came off the screw, and the collet was sitting proud. Surgeon then removed the left l4 screw and cap, and the rod. Surgeon placed new pedicle screws, replaced the same rod and then inserted two new caps, using another tissue retractor, and another torque driver shaft. The procedure was completed with a fifteen (15) minute surgical delay. There were no problems encountered with the right side implants. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
(B)(6). Additional product codes: mnh, mni, kwq, kwp. Device was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.